Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow up in clinic with high capture thresholds. A chest x-ray revealed that the left ventricular lead showed microdislodgement. The physician elected to monitor the lead capture threshold. No intervention had been reported, the patient was stable.